Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found the following. Objective lens adhesive of the device was peeled. Error (B)(4) (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-07958. The event of "error e216" has been reported in duplicate. The original report has already been submitted as MFR report #8010047-2021-05723. Olympus re-evaluated the event "objective lens adhesive of the device was peeled" which was reported in the initial report. Olympus determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.